Event description:
It was reported that following a fall the patient experienced ineffective therapy due to migration of one lead. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the leads were replaced to address the issue. It is unknown which lead migrated. Therapy was restored post-operatively.